Event description:
Lens was returned with information the optics were not clear. No additional information was received with the returned lens.

Manufacturer narrative:
This form was completed by the manufacturer.